Manufacturer narrative:
Section d1. D4. D9: corrected. Section d9 & h3: a portion of the percutaneous lead was returned for evaluation. Manufacturer's investigation conclusion: the report of suspected thrombus and a specific cause for the reported power elevations and elevated ldh cannot be conclusively determined. Evaluation of the submitted log file confirmed low speed and pump stop events; however, a direct cause for these findings could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log file captured elevations in pump power and flow that appeared to resolve over time. The majority of the elevations were captured during pulsatility index (pi) events. No other notable events were observed. The pump appeared to function as intended for the duration of the file. The patient then experienced controller fault alarms. Multiple areas of damage were noted on the external portion of the driveline. Since there was a concern for thrombus, the center held off exchanging the system controller. The system controller was performing as intended. The patient then experienced pump stops with the frayed cord and were placed on extracorporeal membrane oxygenation (ECMO). The pump ended up stopping in the operating room (or). The system controller was exchanged, and the issue resolved. The pump stops occurred on wall power. A distal end driveline replacement was performed by an abbott technical services representative on (B)(6)2024. Approximately 25.5¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors that would have caused or contributed to the reported events. The driveline was submerged in a saline bath for hi-pot (high-potential) testing and no areas of current leakage through the insulation of the driveline¿s wires were identified that would have contributed to the reported events. Additional log files were submitted which captured low speed and pump events while the patient was connected to the power module, before and after the distal end repair. Based on previous complaint experience, these events could be indicative of a potential issue with the driveline. The patient was immediately tethered back to batteries without issue. The reported "short to shield" driveline issue appeared to be internal and positional. The patient was to remain on an unshielded patient cable and batteries. They were decannulated from ECMO. The patient's flow and power remained elevated at speed 9200 rpm, however, their ldh was normal at 209. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including thromboembolic events, infection, and hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Care instructions in regard to preventing infection are provided in various sections of this IFU and patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 with a lactate dehydrogenase (ldh) of 1000 and concern for pump thrombosis. They were on warfarin with a therapeutic international normalized ratio (inr) however they were bacteremic and had a driveline infection. Upon evaluation the next day, the patient had a flow of 7.7 lpm and a power of 7.7 w at speed 9880 rpm. An echocardiogram (echo) was performed that revealed a dilated left ventricle with the aortic valve (aov) opening with every beat. The speed was increased to 11000 rpm slowly and the aov closed. The patient's international normalized ratio (inr) was 4 on (B)(6) 2024 and was 2.8 on (B)(6) 2024. A urinalysis (ua) was performed that was negative for hematuria. The patient's ldh was 858. They remained on heparin. The patient's infection was treated with cefazolin and ertapenem. The patient was status 3 on the heart transplant waitlist due to infection and was made status 2. Log files did not contain any unusual events. On (B)(6) 2024 the patient was having controller fault alarms. Multiple areas of damage were noted on the external portion of the driveline. Since there was concern for thrombus, the center held off exchanging the system controller. The system controller was performing as intended. On (B)(6) 2024 the patient had pump stops with the frayed cord. They were placed on extracorporeal membrane oxygenation (ECMO). The pump ended up stopping in the operating room (or). The system controller was exchanged, and the issue resolved. The pump stops occurred on wall power. A percutaneous lead repair was performed on (B)(6) 2024. Post-repair, the patient was tethered on a grounded patient cable without issue. The patient experienced additional low speed/pump stop alarms at ~10:11pm while on the grounded patient cable/power module. The patient was immediately tethered back on batteries without issue. The reported "short to shield" driveline issue appeared to be internal and positional. The patient was to remain on an unshielded patient cable and batteries. They were decannulated from ECMO on (B)(6) 2024. As of (B)(6) 2024 the patient's flow and power remained elevated at speed 9200 rpm, however their ldh was normal at 209. The patient was currently admitted awaiting transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.